Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue; reporter alleges the battery cannot be removed from the pump but confirms the battery cap can be removed. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/19/2017 with the following findings: the pump was returned with a swollen energizer alkaline aa lr6 battery, which was unable to be inserted into the battery compartment. There were no issues found with the performance of the pump during investigation. The original complaint of a battery unable to be removed from the battery compartment could not be duplicated.